Event description:
Caller reported issues with battery depletion and inaccurate readings, and insulin gauge readings. There was no adverse impact to the customer's blood glucose level. The patient chose not to troubleshoot the issues and is in the process of obtaining a new device. No further action was needed from the technical support team.